Event description:
The facility representative contacted baxter on (B)(6) 2010 to explain that an infusor had a ruptured bladder during patient use at the patient's home. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A sample has not been received yet at baxter. A follow-up medwatch report will be submitted if a sample is received for evaluation or if there is additional information available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.